Event description:
It was reported that on saturday prior to the date of this report the patient¿s right arm had started to move around and on sunday it had gotten worse. The patient¿s right knee buckled and was spastic. Patient¿s status was unknown. Following helping the patient turn therapy off the patient had control of her right side again. The patient had an office visit scheduled with their healthcare professional the week of this report and they were aware of the patient¿s problem. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported it was unknown if there was a 50% or greater symptom reduction due to it being a new implant. The patient had stimulation induced dyskinesia which had just required reprogramming. The cause of the event was determined. The patient had recovered without permanent impairment. The patient had cervical dystonia. The patient was seen on (B)(6) 2014, following stage 1 left stn deep brain stimulator electrode placement the patient had had a honeymoon period that had lasted 4-5 days with improvement in her voice, hand dexterity and head tremor. The neck pain had remained unchanged and the patient had side effects of headaches. Following stage 2 implantable neurostimulator (ins) placement the patient had noted right hemibody dyskinesia that had begun the day after deep brain stimulator activation with a gradually bothersome increase which had resulted in severe dyskinesia and required the left ins to be deactivated. The dyskinesia was abated with the left ins off. They were unsure if the head tremor was still present due to the patient still taking medication. The patient had left sided neck pain. Pain and posture prior to the deep brain stimulator at its worst was 20/10, average pain 8/10 and best pain 6/10. Since the deep brain stimulator the patient had worse pain, 10/10 with an average pain of 8/10 and best pain at 6/10. At the exam the patient¿s general appearance was normal, the patient was alert, oriented and their thought content was appropriate. The visit was for initial programming. Thresholds were checked. Left side programming had shown lead 0 side effect motor, pulling left neck and back. Lead 1 had shown side effect motor, pulling right arm pulling. Lead 2 side effect was motor; pulling left shoulder, bilateral legs and abdominal cramping. Lead side effect was sensory; right leg numbness and tingling. There were no chronic side effects. The battery was at 3.11. Compliance was 35%. Current left side setting was 1-c+, 1.0v, pw 90 and frequency 135. The patient had stimulation induced dyskinesia and was provided with group settings in hopes to avoid dyskinesia and provide benefit with dystonia. The left side voltage was slowly being worked up due to stimulation dyskinesia. The patient had stimulation with 2 and 3 and was having some improvement. The setting was changed to contact 1. The patient was going to return to the clinic in one month for further evaluation and management.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), product type extension; product ID 3387s-40, lot # va0lln7, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3708660, serial # (B)(4), product type extension; product ID 37603, serial # (B)(4), product type implantable neurostimulator; product ID 3387s-40, lot # va0jsnq, product type lead; product ID 3387s-40, lot # va0lln7, product type lead; product ID 3387s-40, lot # va0jsnq, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0lln7, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).